Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 158 mg/dl and the sensor glucose was 86 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that she was initially 120 mg/dl and the pump went into threshold suspend and showed that she was at 43 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.